Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the distal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an unruptured aneurysm of ophthalmic segment of left internal carotid artery with saccular morphology. Aneurysm dimensions: max diameter 4.5 mm and neck diameter 3.8 mm. Landing zone (artery size): distal 4.39 mm and proximal 5.01 mm. The patient¿s vessel tortuosity was minimal. The access vessel was the femorla artery (9 mm). In the case of a larger ophthalmic artery aneurysm, the tip of the stent could not be opened during deployment, and the surgeon failed to resolve the problem after several adjustments, retraction, and re-deployment. Later, when deploying the stent, there was resistance in the catheter, and it was suspected that the stent and marksman were damaged. After they were all withdrawn, they were found to be damaged, and the problem was solved by replacing them with a new stent and microcatheter. Dapt (dual antiplatelet treatment) was administered (pru level iia). The angiographic result post procedure: the blood flow was smooth and the contrast agent was retained in the aneurysm. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the resistance occurred at the catheter's tip end. There was no obvious damage to the pipeline pushwire or catheter observed. The pipeline tip was located in a relatively straight part of the blood vessel when it could not be opened. They tried a micro-wire massage and retrieved the device, but it still could not open. The cause of the pipeline failure was not determined, but the surgeon suspected it might have been due to quality control.

Manufacturer narrative:
H3: product analysis #815834157:equipment used: video inspection system (m-81805), ruler (m-83360), camera (panasonic lumix dmc-zs5) as found condition: the proximal segment of the pipeline flex device and the marksman catheter were returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex pushwire appeared separated proximal to the dps sleeve. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube was found stretched. The pushwire was kinked at 58.0cm to 59.5cm from the broken end. The braid¿s distal and proximal ends are opened and frayed, and the braid¿s middle part is fully opened. No other anomalies were found. The fractured segment was sent out for sem analysis. Testing/analysis: per the sem test results, the broken end failed via torsional overload. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open at distal¿ was not confirmed, as the distal end of the returned pipeline flex braid was opened and frayed. Additionally, the proximal end of the braid was also opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. In this event, the customer reported minimal vessel tortuosity, and the braid was not placed in a vessel bend, ruling out vessel tortuosity and the user deploying the braid in a vessel bend as possible causes. A damaged braid could have contributed to the failure to open complaint. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing delivery wire against resistance. However, the cause of the braid damage could not be determined. The pushwire of the returned pipeline flex was broken proximal to the dps sleeves. The broken end failed via torsional overload. Possible causes of the break failure include over-manipulation and twisting. In addition, the damages seen on the pushwire (kinked) and hypotube (stretched) show that high force was used. The damages likely occurred when the customer attempted to advance the pipeline flex device through the catheter against resistance. Possible resistance causes include a lack of continuous flush with heparinized saline during delivery. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.